Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2016 with the following findings: during testing, the vibratory and auditory tones functioned properly. At piezo activation the pump audio measured at 62.5 decibels (db) which was within specification. There were no usual noises from the pump during the investigation. The pump was opened to inspect the piezo and no defects were found. The original complaint about an audio tone/vibration issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.